Event description:
The customer reported a spill of cidex plus. The customer reported that they were keeping the bottle of solution on the floor with an instrument in it and that it was kicked over. The employee reported that the solution irritated her throat. The employee did not seek medical attention or require treatment for the symptom. The customer was instructed to use appropriate trays for soaking instruments.

Manufacturer narrative:
.